Manufacturer narrative:
Philips service replaced the imaging module case; operating tests passed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the collimator shutters failed to open/close due to a defective control box on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.